Manufacturer narrative:
An engineering investigation has determined that due to the design of the lcpr2 lid switch, absence of the lid magnet allows current to flow from the battery, even when the device is in standby mode. This will reduce the life of the battery. Therefore, the reported issue, the loss of lid/lid magnet, is associated with two hazardous situations: opening the lid does not turn on the device, and, higher than intended current draw while the device is in standby mode results in a prematurely depleted the battery. Replacement of the device lid so that the magnet is present in the device allows the lid switch to function as designed; turning on/off the device when the lid is opened and preventing current draw when the device lid is closed. The lpcr2 operating instructions has been updated to include additional troubleshooting tips to direct the customer to act when device behavior indicates the lid magnet may be missing. A new warning informs the customer of the risk associated with a missing magnet.

Event description:
The customer contacted physio-control to report that their device wouldn't power on. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involved in the reported event.

Manufacturer narrative:
The device was returned to physio-control product analysis center (pac) for evaluation. A service technician was unable to verify the reported issue. It was observed that the magnet was missing from the lid and the magnet retainer tabs are spread apart, causing the magnet to fit loosely and easily pop out, which can be a potential cause of the device not turning on. The customer received a replacement device. A cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device wouldn't power on. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involved in the reported event.

Manufacturer narrative:
Physio-control contacted customer related to returning reported device to our (B)(6) medical service center for initial evaluation. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Customer is contacted for returning of the device for evaluation.

Event description:
The customer contacted physio-control to report that their device wouldn't power on. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involved in the reported event.